Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported noise was confirmed. The lead was returned in two pieces. Inside-out abrasion was found underneath the rv shock coil at 5.6cm to 6.5cm from the header tip. Etfe coating of the re cable was damaged at this area and was shorted to the rv shock coil which could cause noise. Further analysis found inside-out abrasion at 7cm to 7.8cm, and 15.7cm from the header tip. Several small abrasions were also observed underneath the rv shock coil. The etfe coating of the re cables was normal at these areas.

Event description:
It was reported that the pacing lead impedance showed varied measurements. Review of the sessions records showed noise. The noise was reproducible with isometric testing. Inappropriate therapy was delivered due to the noise. The patient will be seen in the next follow-up.